Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR.: the unit was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied to inflate the balloon and liquid was observed to be leaking from a balloon pinhole identified located at approximately 7mm from the distal end of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No damage or any issues were noted with the blades or tip that could have contributed to the complaint incident. A visual and tactile examination of the hypotube identified multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. No issues were noted with the hypotube that could have contributed to the complaint incident. A visual and tactile examination of the device identified no kinks or damage on the extrusion shaft. No issues were noted with the extrusion shaft that could have contributed to the complaint report. No other issues were identified during device analysis.

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed, 3cm in total length, target lesion was located in the mildly tortuous and mildly calcified left popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use after a 6fr sheath was pushed forward to the proximal of the lesion and a .014 guideiwre was advanced. During procedure, initial inflation was performed at 6atm; however, stenosis was still observed on the target area, additional pressure at 8atm was applied for 40 seconds. Consequently, it was noted that the balloon ruptured. The device was removed from the sheath. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at the time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed, 3cm in total length, target lesion was located in the mildly tortuous and mildly calcified left popliteal artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use after a 6fr sheath was pushed forward to the proximal of the lesion and a .014 guidewire was advanced. During procedure, initial inflation was performed at 6atm; however, stenosis was still observed on the target area, additional pressure at 8atm was applied for 40 seconds. Consequently, it was noted that the balloon ruptured. The device was removed from the sheath. The procedure was completed with another of the same device. No patient complications were reported.